Event description:
Reported false negative sars result for 1 consumer. It is unknown if the consumer was symptomatic. The consumer communicated the result was confirmed positive by an alternate testing method (method unknown) and another rapid antigen assay.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.